Event description:
This event being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer of single layer products used in complex lower extremity soft tissue reconstruction." It was reported 'subject received integra, with partial excision of calcaneus bone on (B)(6) 2012. The subject's wound, which was on the right heel, had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was 4cm length, 4cm width. On (B)(6) 2012 the subject had an adverse event of an infection and was readmitted. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was concomitant therapy. On (B)(6) 2012 irrigation and debridement to bone was performed. On (B)(6) 2012 an angiogram and an artery angioplasty were performed. This event was deemed ongoing as of (B)(6) 2012 when the subject was discharged from the hospital.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.